Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a contamination from a loose adapter their pd during treatment. The adapter was not secure after they tightened it prior to use. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using the cycler. The pdrn stated that there was a loose disconnection from the adapter that connects the baxter bag and patient line. The pdrn confirmed that the patient experienced a fluid leak due to the loose connection. The pdrn stated that per the clinic¿s procedure, the patient was prescribed prophylactic antibiotics, kelflex 250 mg orally, 3 times a day for 3 days. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is continuing peritoneal dialysis therapy on their cycler with no further issues. The adapter used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.